Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and it was discovered that there was a radio frequency telemetry anomaly with their pacemaker. The issue was resolved in clinic by interrogating the device, and the patient was in stable condition.